Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly.

Event description:
It was reported by the customer's mother that the customer's insulin pump was giving no delivery during the fill tubing. The customer's blood glucose level was 104 mg/dl. Troubleshooting was performed, but customer still had an issue with his insulin pump. Customer will return reservoir. Reservoir will be replaced. No additional information provided.